Event description:
Admitted 10/1/97 for upper gi bleed & recent hx of burning chest discomfort, chest tightness & dyspnea. (Hx also of sensing abnormality on a telephone check. Pacer was reprogrammed to unipolar with subsequent restoration of appropriate vvi pacemaker function, vent lead subject medical alert.) Noted to have continued failure of sensing, pt needed to have pacemaker induced ventricular tachycardia, non-sustained, consistent with bradycardia, dependent vt-reprogrammed.